Event description:
The guide wire became twisted and kinked and was unable to be removed due to iliac tortuosity. Vascular surgery was called who was able to extract the catheter intact. . Retrograde iliac dissection noted.